Event description:
The complainant has reported that a patient, underwent a therapeutic placement of an esophageal stent. The specific date of placement is not available at this time (2006). In 2006, the patient reported pain and a choking sensation. Endoscopic evaluation indicated that the stent had migrated and was partially within the patient's trachea. Initial information has identified that the esophageal tissue at the placement site was considered to be 'too friable'. There is no further information available at this time. Requests for information remain pending physician response at time of this submission.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.